Event description:
According to the information received, the valve was explanted due to paravalvular leak. Intraoperatively, the "medial portion" of the valve was completely dehisced from the annulus. The annulus was "completely degenerated" and contained very little tissue.